Event description:
A malfunction was reported on the customer's pump, specifically displaying malfunction code 1, and it required resetting. Although the pump was reset with assistance, the same malfunction code recurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer was advised to use multiple daily injections as a backup therapy while awaiting a replacement pump. The customer was provided with a new pump that included updated software, and guidance was given on returning the defective pump to tandem. The customer understood all instructions and confirmed their shipping address.